Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device using the pre-close technique via a 14f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, a suture break occurred. The pre-close technique and the use of proglide devices were abandoned. The use of a 14f sheath was continued and the tavi procedure was completed. Hemostasis was achieved with a cut-down [surgical suturing]. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Date of occurrence estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for evaluation. The reported suture separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.